Event description:
As reported by the study, this pt presented to cardiac catheterization unit and 2-vessel disease was found. Percutaneous coronary intervention (pci) was performed on a lesion in the proximal left anterior descending artery (lad). Approx 8 1/2 mos later, coronary angiography revealed 90% proximal in-stent restenosis of the lad. The pt was proposed for pci but finally, there was no intervention. A CABG was decided instead. It was planned for approx 3 1/2 mos later. The primary indication for intervention was unstable angina pectoris. Pre and post-procedure cardiac enzymes were not documented. Pre-procedure medications included clopidogrel, statins and beta-blockers. Intra-procedure medications included clopidogrel and aggrastat. Pci was performed on an 80% denovo lesion in the proximal lad of 10 mm in length in a 3.0 mm vessel diameter with moderate tortuosity of the proximal segment. The (b2) eccentric lesion was characterized with a smooth contour, little to no calcification and thrombus absent. A 3.0 x 13 mm cypher select plus stent was deployed at 12 atmospheres with satisfactory results by direct stenting. Post-dilatation was conducted with a 3.5 x 10 mm balloon because the stent was not fully expanded. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flows were not documented. The residual diameter stenosis measured 0%. There were no procedural complications. Intra-vascular ultrasound (ivus) was not used. The pt was discharged on the same day. Post-procedure medications included clopidogrel, statins and beta-blockers. During the 1 mo f/u, the pt was asymptomatic for anginal symptoms. Ongoing medications included aspirin, clopidogrel, statins and beta-blockers. No new adverse events were reported. During the 6 mo f/u interval, the pt was asymptomatic for anginal symptoms. Aspirin was switched to chronic anticoagulation therapy - it was stopped after two mos because the pt was taking acenocoumarol. Ongoing medications included clopidogrel, statins and beta-blockers. No new adverse events were reported. During the 1 yr f/u interval, the pt was asymptomatic for anginal symptoms. Ongoing medications included aspirin, clopidogrel, statins and beta blockers. During the 1 yr f/u interval, the pt had a hosp admission atrial fibrillation. Spontaneous cardioversion was done the same day and the pt was discharged. This event was classified as unrelated to the study device. Please note that this device is not distributed in the united states. However, it is similar to the us distributed product. It is also not available for testing and eval.

Manufacturer narrative:
A male from the registry experienced in-stent restenosis approx eight mos post cypher stent implantation. Past medical history included insulin dependent diabetes mellitus. The indication for the procedure was unstable angina pectoris. The pt was diagnosed with 2-vessel disease but only one lesion was treated during the index procedure, and a staged procedure was not planned. Pre-procedure medications included clopidogrel, vitamin k antagonists, statins, and beta-blockers. Percutaneous coronary intervention (pci) was performed on a lesion in the proximal left anterior descending artery (lad). The lesion was described as type b2: 80% stenosis, moderately tortuous and 10mm in length in a 3.0 mm vessel diameter. The safety and effectiveness of cypher has not been established in pts with tortuous vessels that may impair stent placement in the region of obstruction proximal to the lesion. Pre-dilation was not conducted before the implantation of a 3.0 x 13 mm cypher select plus deployed at 12 atm. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. Post-dilation was conducted because the stent was not fully extended. There were no procedural complications and the pt was discharged on the same day. Medications at discharge included aspirin, clopidogrel for 12 mos, vitamin k antagonists, insulin, statins and beta-blockers. At one and six-mo f/u the pt was asymptomatic. Approx seven mos post index procedure the pt was admitted to the hosp due to atrial fibrillation, which resolved with spontaneous cardioversion on the same day of admission. One mo later, coronary angiography revealed 90% proximal in-stent restenosis of the lad. The pt was proposed for pci but CABG was deemed to be the best form of treatment. The prod remains implanted in the pt and is thus not available for eval. A device history record review was performed and showed that this lot of prods met all requirements per the applicable mfg qual plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Pts who are known to be at high-risk for restenosis include those with diabetes. Based on the info provided there are possible pt factors (specifically diabetes), vessel characteristics (tortuous vessel) and procedural factors that may have contributed to this pt's restenosis.